Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer reported two false negative results when using vidas measles igg test. The customer ran 14 study samples that were also tested using chemiluminescence. Two sample results came back as negative however, both samples were positive when retested using the clia methodology. Both samples were sent to an outside lab for confirmation with liason xl utilizing a chemiluminescence method immunoassay (clia) technology. Both sample results were positive. Samples were for a comparison study and did not involve providing results to physicians.

Manufacturer narrative:
A customer reported two (2) false negative results when using vidas® measles igg test. An internal biomérieux investigation was performed. Tests performed did not fully reproduce the customer issue with the return sample on the retained kit of vidas® measles igg lot 1003602810. Indeed, the assay performed gave an equivocal result with a test value to 0.53. This returned sample was also tested on two (2) other lots of vidas® measles igg and gave a negative result (test value at 0.46) on one (1) lot and equivocal (test value at 0.50) result for the other lot. The returned sample was tested on a competitor kit (clintech microimmune measle mevg 011) and it gave a positive result. In conclusion, tests did not fully reproduce the customer issue and as the package insert claims a relative sensitivity at 96.9% with a confidence interval at 93.4% - 98.6%, it was assessed that the lot 1003602810 of vidas® measles igg is compliant to its claimed performance. The batch history record did not show any anomaly during the control batch. For all samples tested: (22 positives samples and 5 negatives samples) the results were consistent and the status of them were conform.